Event description:
It was initially reported that the patient had passed away. The physician that reported this to the manufacturer was not currently treating the patient, he had just heard that they passed away. There was no reason given or no speculation from the physician. Attempts for additional information have been unsuccessful.